Event description:
It was reported that, "the surgeon commented that patient is experiencing pain and wants to know if this cup has been recalled. Surgeon wants a response so he can inform his patient."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.